Event description:
A hospital in (B)(6) reported via our distributor that two rt205 adult breathing circuits leaked during set up and that they noticed a pin hole in the dry tube. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). The rt205 adult inspiratory-heated breathing circuit is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the two complaint rt205 drylines were returned to fisher & paykel healthcare (B)(4) for inspection. Both complaint drylines were visually inspected. Results: visual inspection revealed that there was a hole in the dryline, about 13cm away from the connector for both drylines. A lot check revealed no other complaint of this nature for this device. Conclusion: we were unable to determine what had caused the hole in the dryline. Every half hour a dry line from production is pressure tested, if it fails all production from that half hour period is set aside for further checking. It is possible the leak developed post production during transport or storage at the healthcare facility. The user instructions for rt205 adult breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the. (B)(4).